Manufacturer narrative:
(B)(4). Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device functioning properly during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that select button on the insulin pump was not responding. Blood was 12.6 mmol/l at the time of the incident. The customer also stated that, on at least two separate occasions, the select button on his pump failed to respond for several minutes. The insulin pump will not be returned for analysis.